Manufacturer narrative:
A ge service representative performed an on site investigation, the cooling fan was uncover during the service call. The system was tested and found to be working as intended and put back onto service.

Event description:
It was reported that the 9800 system had intermittent monitor blackout. No patient injury was reported.